Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) and a cartridge alarm 1 (no pressure change when expected) occurred with one cartridge. The customer's blood glucose level ranged from 100 mg/dl to 190 mg/dl. The customer successfully loaded a new cartridge.